Event description:
Customer reported that the device had a service wrench illuminated. Physio-control evaluated the device and observed that the service indication flashed on/off during power on and it would not complete self-test. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed memory pcb assembly and determined the root cause of malfunction to be a corrupted software. The investigator re-installed the software and observed normal assembly operation on the mock-up test device.